Manufacturer narrative:
Investigation: the complaint was investigated for an error 31 appearing on screen when plugging in the z6ms transducer. The transducer was returned, and an investigation was performed. The system error was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor fault due to gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning, a usacquisition_31 error (temperature error) message was displayed when the transducer was connected to the ultrasound system. The transducer was reported to be cool from not being used overnight and it has not had time to warm up. There was no patient in the room when the issue with the transducer occurred. No additional information was provided.